Event description:
The consumer alleges the brakes did not work, causing him to hit a wall and break his leg.

Manufacturer narrative:
Manufacturer received information the chair was intermittent. The device displayed an instruction code to check the batteries. The dealer noticed a loose battery cable. The connection was secured and no other discrepancies were observed. The chair was then test driven with no discrepancies reported. Consumer then operated the chair and struck a wall sideways resulting in the alleged injury. Consumer claims the chair did not brake. Dealer reported breaking marks were on the floor where alleged incident had occurred. The fault log was reveled and no error code was observed in the device.